Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had beep anomaly, blank display and keypad anomaly. The customer¿s blood glucose level was 199 mg/dl. The customer reported that the insulin pump display went blank and keypad was not working. The troubleshooting was performed and was advised to insert a new aa battery and display did not returned. Customer stated that the insulin pump was set to beep and were not having trouble hearing the beeps. It was reported that the none of the keys were not working. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display problem isolated to defective battery pcb noted.